Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm that occurred on the homechoice (hc). The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted to cycle power on the hc machine the tsr explained to the hp that he would need to start over with new supplies. The hp will continue dwelling and call the peritoneal dialysis nurse (pdrn) in the morning to see if he needs to do a manual exchange. Proper procedures per the user manual were reviewed with the hp. The solution to this issue was provided over the phone and swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the home patient's (hp) nurse the nurse stated that the hp did not inform her of the system error 2240 but that he has had no problems at all with therapy.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. This complaint for the system error 2240 (air in line) occurred during dwell 3/5 was not confirmed due to a lack of sample. The root cause of the complaint was not determined. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).